Event description:
On 10/22/2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter was reading inaccurately high. The pt had received results such as 170 mg/dl and 190 mg/dl on the subject meter. She was not experiencing any symptoms at the time of testing. She was comparing the meter results to a lab result of 130 mg/dl, which does not reflect a serious injury. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The pt made an appointment with her doctor due to the meter results and was given 5 mg of amaryl (oral medication). She was also given a prescription for a new ultra meter, which she got. At the time of troubleshooting with the customer service agent, it was verified that the meter was in the right unit of measurement (mg/dl) at the time of testing and that it was coded correct. However, she did not have the test strips used at the time of the comparison and therefore, a quality control test was not performed.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.